Event description:
Intl customer reported, that a pt presented with an abdominal wound dehiscence at an unspecified time following an initial surgical procedure. The pt was returned to surgery for repair. The surgeon reports, that the suture broke. No further info was provided.

Manufacturer narrative:
Result: representative samples of the returned prod were tested for knot pull tensile strength and in vitro breaking strength retention (bsr). The results obtained were above the requirements for tensile strength and bsr. Conclusion: no failure detected and the prod exceeds tensile strength requirements. The actual device associated with this event is not known. Intl affiliate reports, the following possible prods: lot: aa8khpq0, MFR date: 01/2008, exp date: 06/30/2013. Lot: aa8jkgq0, MFR date: 01/2008, exp date 06/30/2013. Lot:aa8hdsq0, MFR date: 01/2008, exp date 06/30/2013. Lot: zm8lbhq0, MFR date: 11/2007 exp date 12/31/2012. Lot: zm8lzdq0, MFR date: 11/2007, exp date: 12/31/2012. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.